Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore; it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. After inspection cartridge defective replaced cartridge.

Event description:
In this event it is reported that a x-smart w/contra angle eur won't hold files. No injury occurred.

Manufacturer narrative:
Received = 1x x-smart cartridge (B)(4). X-smart cartridge; sav various mechanical problem; the files could not be well fixed.